Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the reservoir ring is broken on the insulin pump. Customer also indicated that the pump is cracked from the esc button to the reservoir area. The customer's blood glucose reading was 220mg/dl at the time of incident. Customer is on their back up plan. There was no further information provided by the customer or by troubleshooting.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, missing reservoir tube o-ring, broken reservoir tube lip, cracked case at the reservoir tube window corners and cracked battery tube threads.